Event description:
I had radial keratotomy in both eyes in the mid 1980s and went very far sighted in right eye. I had lasik in mid 1990s by a separate surgeon to correct far sightedness in the right eye. Both surgeons seemed pleased with their respective work's outcomes. I have had halos, starbursts, ghost images and daily visual fluctuations ever since and all, especially the daily visual fluctuations and ghost images are getting progressively and steadily worse. Neither glasses nor soft contacts give me usable vision. I now am dependent on scleral lenses. While my surgeries were years ago and the laser procedure was new, it is no longer new but these well-documented side effects seem to still be downplayed by the laser surgeons and industry as they continue to recruit new pts. FDA safety report ID# (B)(4).